Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2025; product type: catheter. Product ID: 8709sc; lot#: n260368012; implanted: (B)(6) 2011; explanted: (B)(6) 2025; product type: catheter. Product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 31-jan-2013, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 31-jan-2013; product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml at 164 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient had withdraw symptoms. Diagnostics/troubleshooting performed were unknown. Actions/interventions taken to resolve this issue included a revision with new catheter system 8780. The issue resolved with patient's status being "alive-no injury". The patient's weight was 140 lbs and medical history was asked but made unknown.